Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer received a motor error alarm but was able to clear the alarm and continue using the insulin pump. The customer was unable to clear the button error alarm. Customer's blood glucose level was 340 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.